Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller mentioned the doctor said the "device was not working." The caller had no information at the time. Additional information was received from another hcp that the patient was getting a MRI and reported that the patient's battery stopped working and the patient was having trouble walking, then was placed on medication. It sounded like the battery hadn't been working for 2 years. Additional information was received from the original caller and it was stated that the doctor told the patient they did not have parkinson's and stopped their medications and they downward sprialed, they were thinking the patient had a nerve disorder and wanted an MRI and emg. The caller stated that the device was no longer working. The caller suspected the battery had died because the battery lasted 2 years and it had been over 2 years, but they didn't know for sure. The caller read from the patient's medical records and had notes from two different medical centers. They stated that they did not think the device would help with the patient's weakness, it only helped with the tremors. The patient was on oral medications. When asked when the battery went out the caller stated it was not working when they came to them on (B)(6) 2018. So it happened before that. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the doctor hadn't seen the patient since (B)(6) 2014, but indicated their system was upgraded. There were no further complications reported.